Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro instrument, and identified the failure mode as use error. The customer performed only 3 out of 4 shuttle alignments resulting in misalignment of the shuttle to cap piercer causing the blade to break. The field service engineer replaced the cap piercer blade and tube height sensor and performed alignments to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 800 analyzer had cap piercer "tube too tall" errors after customer performed alignments of the shuttle. The customer reported the technician went to remove the tube and was punctured by a piece of the broken cap piercer blade. It was unknown what protective personal equipment the technician had when the event occurred. The technician sought medical attention and was put on prophylactic antiviral treatment for 30 days with the following medication: isentress, bid; truvada, qd; zofran, prn.